Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set tubing was leaking at the site. The issue occured with 2 infusion sets. The infusion sets was in use for 12 hours. The blood glucose level was 420 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). Patient experienced the symptoms of itching at each site change, skin red and irritated and pain and bleeding upon insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.